Event description:
After priming the continuous renal replacement therapy circuit and placing the circuit on the patient, the respiratory therapist noted that the tubing extending from the effluent roller head and the tubing extending from the pbp roller head were reversed during manufacturing.device #1is this a laboratory device or laboratory test?no.